Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Customer reported an e95 error message received for the device for detergent running out. The e95 error message could not be cleared with troubleshooting tips in the instructions for use. There is no harm reported to any patient for this event. The field service engineer (fse) went on site to evaluate the issue of the e95 error message that could not be cleared. Upon evaluation of the device, the fse noted that the alcohol bottle cap was faulty and allowed air into the line. The alcohol bottle cap needed replacing and a new alcohol bottle was ordered. The new part was delivered to the facility and installed by the facility cleaning room technician. Fse went on site to follow up on the installation of the new alcohol bottle. The e95 error message issue was resolved with the new alcohol bottle installed. Fse repaired and verified the device functionality according to original equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer reported an e95 error message received for the device for detergent running out. The e95 error message could not be cleared with troubleshooting tips in the instructions for use. There is no harm reported to any patient for this event. The customer requested a field service engineer (fse) to evaluate the issue. Upon evaluation of the device, the fse noted that the alcohol bottle cap was faulty and allowed air into the line. The alcohol bottle cap needed replacing and a new alcohol bottle was ordered. This medwatch is being submitted for the reportable issue of the faulty alcohol bottle cap, which prevented the alcohol connector from being set, that was observed during device evaluation by the fse.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the alcohol connector broken and could not be set because the connector received an impact from being dropped or hit by something hard. The event can be detected by following the instructions for use which state: ¿chapter 3.inspection before use: 3.3 inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.